Event description:
It was reported that the device did not pass the op control test. There was reportedly no patient involvement. A philips authorized repair bench technician evaluated the device and found the issue. The reported issue was confirmed and the cause was traced to a faulty battery. The technician replaced the battery. The device passed all performance assurance tests and was returned to the customer.